Event description:
It was reported via a MRI technician that the patient's vns was not working according to the patient. It was stated that the patient did not believe his vns was working as he had been experienced an increase in seizures. This was thought to be due to a low battery due to the length of the device implant, though no battery status indicators have been reported to the manufacturer. No additional relevant information has been received to date.